Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the complaint was confirmed. No image was determined, due to a bad cable. The most probable cause of the complaint is d02, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head says no image when plugged in. The issue occurred, during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head says no image when plugged in. The issue occurred during reprocessing. There was no patient involvement.